Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection and sepsis. Reportedly, the ICD was explanted due to sepsis, then the patient was recovering in a hospice care facility. No adverse patient effects were reported. The ICD remains in service.